Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with a severely calcified non-coronary cusp (ncc) and calcification that extended into the left ventricular outflow tract, a pigtail catheter could not be placed in the optimal position. This caused the valve to be incorrectly released too high. When the valve was fully released, it dislodged completely into the ncc. A post-implant balloon aortic valvuloplasty was performed, but the valve did not anchor to the calcification. The patient's hemodynamics were poor and an unspecified severe aortic insufficiency was visible via x-ray. The valve was moved toward the ascending aorta and a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device is: product ID: evolutr-29, serial#: (B)(4), ubd: 16-jul-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: twenty media files were provided for review of the event. The patient summary was not provided for anatomical review. Reference pigtail catheter was positioned near the bottom of the non-coronary cusp (ncc), and valve depth assessment was performed at 80% in the cusp overlap view and in the lao view, 1mm and 3mm, respectively. Images show the wire position prior to and during final release which appears to be unchanged. Medtronic recommends removing all tension from the system prior to final release which includes retracting the guidewire from the ventricle wall. Releasing tension will ensure a more stable release. In this case, it is apparent that the guidewire was not retracted. A post-implant balloon aortic valvuloplasty (bav) was performed and during valve assessment the valve appears to be very high, and there is significant paravalvular leak (pvl). A second valve was attempted to be deployed while keeping the dislodged valve in place. During a recapture attempt, the dislodged valve migrated into the ascending aorta. The dislodged valve remained stable in the ascending aorta while the second valve was successfully deployed. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case a likely contributing factor was the initial valve placement. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the guidewire was not retracted during the final release, such that there was tension before and after retraction of the guidewire from the ventricle wall. This ultimately led to an unstable release, thus a potential contributing factor is likely procedure related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: procedural images were provided for review. The procedural images confirm that the valve appeared to be released too high. There were no images provided to confirm the reported unacceptable hemodynamics. The device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve inaccurate delivery, such as patient anatomy. In this case, it was noted that the patient had a severely calcified non-coronary cusp (ncc) and calcification that extended into the left ventricular outflow tract and a pigtail catheter could not be placed in the optimal position which caused the valve to be incorrectly released too high. Inaccurate delivery events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hemodynamic instability is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.), however, an assignable root cause cannot be determined at this time given the limited information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. No mitigating treatments or procedures were required by the physician to address the issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty was performed. With the limited information available, a root cause for the dislodgement could not be conclusively determined. There is no information to suggest device misuse, device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The reported severe aortic insufficiency was classified as paravalvular leak (pvl). Due to recapturing of the second valve, the first valve migrated to the ascending aorta. No additional adverse patient effects were reported. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.